Event description:
The customer experienced a problem with the hostra hl-20 pump overheating during a deep hypo-thermic case.

Event description:
During operation, while the circulation was arrested during deep hypothermia, the arterial pump turned off due to the pump overheating. The pump was replaced during the procedure. There was no pt injury.